Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The event date provided is an approximation, as the exact date was not available. The estimated date is 01/01/2025. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a revision surgery due to infection. The device was explanted and replaced with a tactra device. There were no further patient complications.